Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The staff had difficulty with the peel-away sheath due to the patient's calcification. The patient developed a hematoma and vascular surgery was consulted. The patient went to the operating room. It is unknown what was performed to resolve the hematoma at the time of this report.

Manufacturer narrative:
The investigation for the access site bleed and the insertion issues has been completed. The product was not returned. The cause of the vascular damage issue was most likely patient condition related due to calcified vessels. H6 med dev prob code 2682 changed to 1316.